Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, the coil was implanted in an incorrect location. The target lesion location was a fistula located in the patient's left brachial vessel. The 5.0mm x 8.0cm fibered interlock detachable coil (f-idc) system was advanced into a renegade stc microcatheter. Resistance was met while advancing the coil in the renegade and the coil became stuck. Under fluoroscopy, the physician was able to locate the coil within the catheter and proceeded to deploy the coil by flushing the catheter with saline. However, the coil did not deploy in the exact intended location and it was determined a second coil would be necessary. A second 5.0mm x 8.0cm f-idc system was advanced into the renegade catheter and also became stuck. The physician was unable to determine the location of this coil within the catheter under fluoroscopy. He then opted to remove the catheter from the patient. The catheter was flushed, outside of the patient, and the coil was removed. The renegade catheter was then reinserted into the patient and a non bsc coil was advanced and implanted in the original intended location. Continuous flushing was maintained during the procedure. There were no additional patient complications reported and the patient's status is ok.